Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-09086, 2017865-2020-09087, 2017865-2020-09089. It was reported that the patient presented with a pocket infection. The physician explanted the implantable cardioverter defibrillator, right atrial lead, right ventricular lead and left ventricular lead. The patient was in stable condition.